Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance. However, the nonconformance was identified as a cosmetic issue and product was reworked and released. The DHR anomaly is not related to the alleged device failure. The lead was returned incomplete, therefore, functional testing was unable to be performed. Electrode 5 at the stimulation end appeared damaged. The lead segment was cut approx 22 cm away from the stimulation end. Discoloration was noted in the lead segment. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that the pt experienced an unpleasant muscle pain in her shoulder. The physician explanted the lead on (B)(6) 2010, during which it was reported that the explanted lead appeared damaged. Follow up on the pt found that the alleged shoulder pain resolved following the procedure. The explanted lead was returned to the MFR for analysis.